Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis in good condition. Functional and visual testing was performed on the device. The investigation was unable to duplicate the customer's stated problem. Inspected the pump and performed functional and accuracy tests, it passed all test. Further investigation of the pump and found no issue with the incorrect reserve volume noted on the main screen. Therefore, no problem found with the issue.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump was noted to have incorrect reserve volume on the main screen despite correct use." It was reported that the patient has not started on remodulin yet. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.